Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization. Additionally, the customer vomited. A blood glucose level was not provided. Reportedly, the pump battery was depleting quickly resulting in the pump shutting down. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.